Event description:
It was reported that the patient went to the emergency room after receiving shocks due to the device charge time being too long. Additionally, the battery voltage was nearing recommended replacement time. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).